Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified surgical intervention took place on (B)(6) 2015 at which time the patient's ipg was explanted and replaced. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ipg will no longer communicate with external devices. A replacement charger was previously shipped to the patient which initially resolved the issue, but subsequently, the issue persisted. The patient reportedly lost stimulation around (B)(6) of 2015. Surgical intervention may take place at a later date to address the issue.